Event description:
Additional information received noting that right after surgery was on liquid diet for 6 weeks, but the mandible issue was not noticed until 6 weeks after the vns was placed. The patient also had another surgery 3 days prior to the vns for brain mapping. The patient initially could not open her mouth on the left side due to her jaw being locked. There were no mandible deviation problems prior and occurred after the vns surgery and brain mapping. Surgical notes from the initial implant on 2014 noted that the procedure went well with no complications.

Event description:
Information received indicating that the patient now has a deviation of mandible after having the vns placed in 2014. No other relevant information has been received to date.